Manufacturer narrative:
We received 10 unused units from various lot numbers for eval. Visual and microscopic examinations did not reveal any physical or mechanical damage to any of the units' components. Column tear assessment was also performed and no tears were observed. Actuated and un-actuated leak testing was then performed and no leakage was observed. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7192346. Conclusions: the actual unit involved was not returned for eval, and therefore, a root cause for this incident could not be identified. The rep units returned met mfg specifications. (B)(4).

Event description:
Patient's blood pressure began to drop. Epinephrine drip started 0.02 mcg/kg/min, dose increased over several hours to 0.08. Blood pressure continued to be low, so the baby was given pushes of volume expander. Blood sugar tested 0. Push of glucose and sample sent to lab quickly (result 23). They gave another bolus of glucose. Then full septic workup. Eventually at about 3:00pm, rn found a 5-inch area under the bunting that was wet. At this point, they discovered leaking the bd q-syte device. Nurse believes it was coming from the junction of where the bd q-syte threads connect to the PICC line, however, the bd q-syte was not saved. After the bd q-syte was replaced, patient received a bolus of higher concentrated medications that were in line that had not been delivered yet. After the meds here delivered, the patient's blood sugar went up to 257 and mean blood pressure went up to 72 (normal for this baby is 26). Meds/fluids were brought down (adjusted and tested) as quickly as possible until they were in a normal range (by 5:10pm).